Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found battery leakage corrosion on the battery contacts. The unit does not power on. Conclusions: the district mgr provided inaccurate info to the customer as to battery storage when the alarm was not in use resulting in corrosion. Note: the instructions for use stated that the 8374np (no power model) does not have an on/off switch. This is to prevent pts or caregivers from turning off the alarm. The only way to tun off this model is to remove the batteries. (B)(4).

Event description:
The customer reported the alarm has battery acid leakage in the battery compartment. There was no pt incident or injury reported.